Event description:
It was reported the patient's device was showing high impedance readings. It was stated that the patient's right side device system showed a possible open circuit between electrode 0 and all other contacts, with high impedance measurements. It was stated the device was replaced on (B)(6) 2010, and the patient recovered without sequela.

Manufacturer narrative:
This device was being used in a clinical trial noted as (B)(4).